Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. Customer's blood glucose level was 502 mg/dl and was addressed with a correction bolus. Reportedly, the issue resolved and insulin delivery was successfully resumed.